Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked at the connection site during use. The following information was provided by the initial reporter, translated from portuguese: "the catheter leaked when inserting the extension, with the ¿y¿."

Manufacturer narrative:
Additional information was received from the customer. As a result, the event type was reevaluated and found to be related to a bent tip. A bent needle will likely be discarded by the clinician prior to use, therefore it would not lead to harm / serious injury requiring medical or surgical intervention. If a bent needle was used, it will not likely affect the intended use of the device. No adverse health consequences: may result in annoyance to user or reinsertion but will not lead to harm or serious injury. Therefore, this MDR will be cancelled.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked at the connection site during use. The following information was provided by the initial reporter, translated from portuguese: "the catheter leaked when inserting the extension, with the ¿y¿.".